Manufacturer narrative:
The technician replaced the drive interlock. He tested the controls of both the column keypad and remote and found the table functioning as designed.

Event description:
The account alleged that the trusystem 7500 operating table was locked and not responding to the column keypad or remote control during a case. No patient or caregiver injury was reported. During the inspection, the trumpf medical technician found that the drive interlock was not working properly.